Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the downward shifts in creatinine results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens filed the original MDR (B)(4) 2012. Additional information: siemens healthcare diagnostics inc. Has confirmed customer complaints of falsely depressed enzymatic creatinine (ezcr) results when ezcr is processed from open wells of enzymatic creatinine (ezcr) flex reagent cartridges that are in close proximity to open wells of phosphorus (phos) flex reagent cartridges. The falsely depressed ezcr results are caused by a ezcr reagent interaction with the phos reagent. An urgent medical device correction for the phos flex reagent cartridge ((B)(4)), (B)(4) was issued in february 2013 to impacted customers. The communication provided remedial actions to customers to either avoid the reagent interactions or to discontinue the use of either phos or ezcr on their dimension system.

Event description:
A customer reported shifts of qc and patient samples with time after use of open reagent wells. Downward shifts of qc results greater than 2 standard deviations were reported for qc samples. It is unknown if discordant patient results have been reported to the physician. When qc samples are repeated a higher result within control ranges have been obtained. It is unknown if patient treatment was altered or prescribed as a result of falsely depressed creatinine results. There was no report of adverse health consequences as a result of falsely depressed creatinine results.